Manufacturer narrative:
The t:flex pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. During the most recent event, the customer reported filling a new cartridge with approximately 480 units of insulin, and receiving an accurate fill estimate of over 400 units. Then, the insulin gauge decreased to 170 units and remained static during basal and bolus therapy. Reportedly, the customer pulls insulin from prior cartridge to use in the next cartridge. There was no impact to the customer's blood glucose level. Tandem technical support educated the customer on the proper technique of filling a cartridge. The customer declined troubleshooting and confirmed insulin gauge would continue to be monitored.